Event description:
The customer reported that the device displayed a "service unit" message that would prevent it from pacing or acquiring ECG.

Manufacturer narrative:
The customer reported that the device displayed a "service unit" message that would prevent it from pacing or acquiring ECG. The unit was evaluated at the philips andover repair bench and the failure was verified. Replacement of the processor pca resolved this reported failure.